Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged by the customer that the device was having issues with over/under temping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that this device did not have an alleged malfunction. In response, a visual and functional inspection was performed by a stryker field technician who did not identify any component level defect that could have caused or contributed to the over/under temping.

Event description:
It was alleged by the customer that the device was having issues with over/under temping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that this device did not have an alleged malfunction. In response, a visual and functional inspection was performed by a stryker field technician who did not identify any component level defect that could have caused or contributed to the over/under temping.

Event description:
It was alleged by the customer that the device was having issues with over/under temping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged by the customer that the device was having issues with over/under temping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.